Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's battery pins.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to take a patients blood pressure.  There were no reported adverse effects to the patient as a result of the reported issue.   Physio-control has made multiple attempts to try and obtain additional information about the patient andthe event; however, no response has been received.